Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of discrepant results associated with vitek® 2 ast-n288 test kit. The customer reported results per vitek® 2 ast-n288 for proteus mirabilis were intermediate (I) for imipenem; however, the results using another method were susceptible (s). This is a duplicate customer complaint. This issue has already been reported with medwatch 1950204-2017-00016. The results of the subsequent investigation were reported with medwatch 1950204-2017-00016 supplement 1.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-n288 test kit. The customer reported the results per vitek® 2 ast-n288 for proteus mirabilis were intermediate (I) for imipenem; however, the results using another method were susceptible (s). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.